Event description:
It is reported that when the lens came into contact with the capsule edge of the eye during insertion, the lens tore the capsule. The doctor stated that there may have been a micro defect with the lens. The lens was cut and explanted from the eye. A three piece lens was then implanted without incident during the same procedure. No complications were reported.

Manufacturer narrative:
(B)(4). Device - intraocular lens.all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing facility for evaluation. The evaluation revealed under microscopic examination, a cut lens due to the explant process. Surface residuals (stains, particles) were observed on the lens and were compatible with handling, an indication of the implant and explant of the lens. No lens surface defect was found. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.